Event description:
The customer reported being hospitalized for low blood glucose. The blood glucose reading at time of the call was 74mg/dl. Troubleshooting was performed. The time and date were accurate. The basal and bolus history were correct. Ran a self test and a displacement tests and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.